Event description:
Hcp reported patient presented with signs of an infection of the device pocket. These include redness and swelling. Cultures of the device pocket were obtained and mrsa was the organism cultured. The patient does not have meningitis. The patient was treated with IV antibiotics and device system explant. The device was not returned to the manufacturer for analysis. Hcp reported patient repeatedly scratched and manipulated surgical wounds.